Event description:
Reportedly, the user accidentaly pushed the activation handle of the hand piece and a 5 cm long dovetail like skin incision with a burn of the wound edges occurred. After the wound edges had been excised tension free securing of the skin was used to treat the wound. A tension-free clamping of the skin was possible. The MFR of the handpiece was not described and no further details have been made available. Procedure: vein harvest.